Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that the mobile view station (mvs) monitor was black after the system turned on. The pendant indicated that the system was fully booted. When the site attempted to acquire an image, 'standalone mode' was displayed and no images were acquired. This was not during surgery. No patient was present during the time of the reported incident. It was noted that the mvs was left powered on before use for an indeterminate amount of time. The system was rebooted 4 times and then the mvs booted normally. It was requested that the system logs be sent to the manufacturer for analysis. Additionally, a recommendation to the site was made that they turn off the mvs after use. A software investigation was conducted to analyze the system logs where it was determined that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. This event was identified during a retrospective review as discussed with the (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the mobile view station (mvs) monitor was black after the system turned on. The pendant indicated that the system was fully booted. When the site attempted to acquire an image, 'standalone mode' was displayed and no images were acquired. This was not during surgery. No patient was present during the time of the reported incident. It was noted that the mvs was left powered on before use for an indeterminate amount of time. The system was rebooted 4 times and then the mvs booted normally. It was requested that the system logs be sent to the manufacturer for analysis. Additionally, a recommendation to the site was made that they turn off the mvs after use.